Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to increased pvc's probably caused by lead slack. The physician decided to extract this lead and program the device to aai and plug the rv port. There were no adverse patient events reported. Should additional information be received, this file will be updated.